Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed and no fragments were left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination on the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 1mm distal to the distal edge of the distal markerband and extending approximately 4mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination on the tip and blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed and no fragments were left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.